Manufacturer narrative:
(B)(4). Date sent: 10/3/2022. Publication year of 2017. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: preliminary experience of "counter clockwise resection" in total laparoscopic pancreaticoduodenectomy authors: xu jin, xu weixue, xing jian, zhang weiming, wang hainan. Citation cite: chinese journal of bases and clinics in general surgery, sept. 2017, vol. 24, no.9. The objective of this study is to discuss application of "counter clockwise resection" in total laparoscopic pan-creaticoduodenectomy (tlpd) and summarize it's preliminary experiences. The clinical data of consecutive 8 patients underwent tlpd in the department of pancreatic surgery, affiliated shengjing hospital of china medical university from july 2016 to january 2017 were analyzed retrospectively. Johnson & johnson harmonic scalpel system, echelon 60 stapler were used. Reported complications included 57 years old female with postoperative pancreatic fistula. 64 years old female with postoperative pancreatic fistula . 64 years old male with postoperative pancreatic fistula . 56 years old female with postoperative pancreatic fistula. Abdominal infection. (N=1). In conclusion preliminary results of limited cases in this study show that "counter clockwise resection" may be a safe, effective, and easy method of tlpd, but further research is needed to study.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2022. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No. H1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.